Event description:
This is filed to report gripper stuck on the leaflet, gripper actuation issue, deployment difficulty and gripper line unable to be removed requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation grade 4 with large coaptation gap and dilated left atrium. First clip was implanted with no reported issue. During second clip, the anterior leaflet got caught on the gripper. The gripper was able to be freed from the leaflet. The physician was able to grasp the leaflets again, but it was noted that the anterior gripper did not fall. After locking the clip the gripper was able to lower all the way and the physician proceeded with deploying the clip. All deployment steps were performed per the instructions for use (IFU) but the clip was not able to fully detach from the clip delivery system (cds). Realigned the cds shaft to the clip per troubleshooting steps and the shaft was able to be pulled back. However, it was noted that the gripper lines were still attached. The physician accessed the gripper lines per troubleshooting steps. One gripper line was able to be removed without difficulty, but one line remained attached to the clip. Additional troubleshooting maneuvers were unsuccessful. The decision was made to remove the cds and guide from the patient and the gripper line as cut just beneath the skin. The access site was closed using a perclose device. There was no clinically significant delay in the procedure and no adverse patient sequelae. The patient's mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis for the reported difficult to open or close (gripper actuation-single) and mechanical jam (gripper line-inability) could not be replicated in a testing environment due to the returned condition of the device (clip was not returned and gripper lines were cut). The reported difficult to remove (anatomy) and difficult or delayed activation (clip deployment) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. Additionally, it was observed that the l-lock tabs were scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy appears to be due to patient anatomy (large coaptation gap and dilated left atrium). The reported difficult or delayed activation (clip deployment) appears to be due to procedural conditions. A cause for the reported difficult to open or close (single gripper actuation) and mechanical jam (gripper line -inability) cannot be determined. The observed scratched l-lock tabs appear to be a cascading event of the troubleshooting performed for the reported events. The reported foreign body in patient was due unexpected medical intervention as the clip with the gripper line was remained in the patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: code 4582 removed and code 2687 added.